Event description:
Following the Electronics Performance Indicator (EPI), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
Further information was requested, but not yet available.